Event description:
Patient reported that after begining to use the product, her right eye became inflamed. She went to her physician who treated it as a scratch or irritation. She was getting worse so she saw her physician again who changed the treatment and she recovered quickly. According to the physician, the patient presented to his office in 2006 complaining of 12 hours or pain and redness. He diagnosed her with an infectious marginal corneal ucler (not in the central zone). A culture was not taken and the patient's visual acuity was corrected to 20/20 with no decrease in visual acuity. The physician attributed the event to her contact lenses. He prescribed vigamox four times daily and the pt was treated within 2 days. She did not return for a scheduled follow-up appointment. In april 2006, the pt discontinued use of the solution. As of april/may 2006, the pt had not been wearing her contact lenses because every time she put them in, she began to get eye irritation and pain. She had limited contact lens use to less than a couple of hours.

Manufacturer narrative:
Two bottles of solution were returned; one of lot ge5084 and the other of lot gd5074. There was an insufficient amount of solution to perform all required tests, however, those performed met shelf life limits. In addition, the physician attributed the event to the pt's contact lenses. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.